Manufacturer narrative:
Additional information was received that the reason for return was due to package was cut opened by accident. No patient involved.

Event description:
A report was received that the patient underwent an unknown procedure wherein a product was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein a product was returned for an unknown reason.